Event description:
Procedure to remove thrombus from the distal anterior tibial artery due to necrotic toes. The catheter was advanced to thrombus, negative pressure was applied and the thrombus retrieval was successful. Upon removal of the catheter it was noted that the distal 1cm end of catheter detached and remained in patient. Attempts were made to snare tip but were unsuccessful. Tip of catheter remains in patients distal popliteal artery. Pt. Was dc''d per operative plan.

Manufacturer narrative:
Physical evaluation of the device showed that the tip was attached to the device, no problems were found.